Event description:
Draeger resusitaire infant warmer overheated, melted components causing smoke to dissipate in the nicu. The cause was a pcb relay board. Draeger had made a modification to their preventive maintenance procedure in 2014. They noted to replace the board every six (6) years. They only posted it in their service manual which is only available with a paid subscription. They had two (2) additional modification to this board. None of these were sent out to their customers. All of these should have been field service notifications and sent to all users at no charge. These incidents could have been much more serious because of the oxygen-enriched environment in many nicu locations. Additionally, we had two (2) more incidents with the same model within three (3) month. Reference report: mw5115634, mw5115636.